Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6. Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, linear opening, broken plug strap. The leak test and microscopic analysis was performed which identified: curved striated opening on anterior side, broken shell with sharp edge on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage, a broken plug strap with a sharp edge assessed as unidentified, and the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Healthcare professional additionally reported "creases," "plug strap separated" and "particles in valve."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side deflation with capsular contracture baker grade iii and bilateral exchange from textured to smooth breast implants due to the patients concern with the product. Device has been replaced.